Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to a contaminated j1 battery connector causing an intermittent battery connection. The root cause for the contaminated j1 connector was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.